Event description:
Event description: cpi received information that this implantable pulse generator (ipg) was removed because it was found to be operating in magnet mode without magnet application. Upon interrogation, egrams and event markers were not available.